Event description:
It was reported that during the intercept procedure, the physician encountered very hard bone. While malleting the introducer cannula with the diamond stylet, the stylet kept popping up from the introducer cannula and ended up breaking. The stylet would no longer click into the introducer cannula. The same issue also occurred with the bevel stylet. It was noted that one of the t-handles on the introducer cannula started splitting apart. A new kit was opened and a new diamond stylet and bevel stylet were used to complete the procedure. The introducer cannula, diamond stylet, and two curved cannulas were returned for analysis. A visual inspection revealed that one introducer cannula handle was slightly split between the dark and light gray plastic and the second introducer cannula handle latch was broken. It was found that the diamond stylet latch was broken and two curved cannula tips were sheared. The bevel stylet was not returned for analysis. It could not be confirmed if any device fragments were left behind inside the patient.